Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a one week device check, it was noted that an alert occurred for high threshold on the atrial lead. The lead remains in use and will be monitored. No intervention was done. No patient complications have been reported as a result of this event.